Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the customer allegation "no image." Was due to bad cable unit connector pins. The most probable cause of the complaint is traced to component failure. Based on the device evaluation, the malfunctions identified during investigation "fail water leak test " was due to tiny pinhole on the cable. However, a definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for an unspecified procedure, the subject device had no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for an unspecified procedure, the subject device had no image. There were no reports of patient harm associated with the event.